Event description:
It was reported that his device will not inflate. He has had the device for 10 months and didn't have difficulty until this past week when he stated that he is only able to get one pump into the device and then the bulb goes flat and stays flat. He is able to get it to pop, but then it won't refill. He has worked through several trouble shooting tips to include the reboot/forced deflation and manual reset. He is going to make an appointment with his dr. For assessment.